Manufacturer narrative:
Concomitant medical products: the patient's medications include; simvastatin, aspirin, pantozol, januvia, torem and novalgin. (B)(4) additional devices implanted and involved in this event: pxc161200/8034087, pxl161407/06532888 and pxa3200400/584694.

Event description:
An article in the journal of cardiothoracic surgery (11 [feb 2016]) (¿transfemoral transcatheter aortic valve implantation in a patient with multiple endovascular aortic stents ¿ a case report¿) presented a case study on one patient who presented with severe aortic stenosis and a rapid increase of an? Aaa endoprosthesis was gently pulled out and infrarenal aortic reconstruction was performed by dacron tube graft interposition. The patients postoperative course was uneventful and he was discharged in stable condition after eight days. A control CT demonstrated patent surgical anastomoses. The article further states that in this case surgical infra-renal aortic aneurysm repair was chosen over endovascular aortic aneurysm repair (evar) due to the prior history of multiple interventions and the conspicuous preoperative CT suggesting the possibility of an endoleak and showing an additional paraaortic hematoma.

Manufacturer narrative:
Concomitant product(s): additional devices used: pxc161200/8034087. Pxl161407/06532888. Pxa320400/7584694. UDI additional devices: ((B)(4).

Manufacturer narrative:
(B)(4).